Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been requested, but has not been received.

Event description:
Attorney alleges that as a result of the lead, the patient "suffered extreme physical injury and death; he suffered extreme emotional and psychological distress which included an acute fear of sudden death." It is further alleged that the patient "sustained or will continue to sustain physical injuries and death, severe emotional distress." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.